Event description:
The customer reported the balloon on the cuff deflated a few hours after use. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.